Manufacturer narrative:
The customer's reported complaint of the thermogard ivtm system (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message was confirmed during the review of the event logs but was not confirmed during power on self test and overnight burn-in test. Based on further functional testing, the root cause for the reported complaint was due to a defective lm-34 temperature probe, likely attributed to device's aging. The thermogard ivtm system was manufactured in march 2012 and is 10 years old, well past its service life of 5 years. During visual inspection of the thermogard console, unrelated to the reported complaint, noticed a cracked top lid and pump lid, a broken saline bag hook, damaged cold well gaskets, a broken screw on the air trap and amber led was off on the air trap pcb. In addition, air bubbles on the window display, likely attributed to device's aging or user mishandling. The damaged parts needs to be replaced to address the physical damages. During the review of the event logs, multiple tcmid:05 error messages were noted, thus confirming the reported complaint. Also, unrelated to the reported complaint, tcmid:07 (coolant temp high), tcmid:08 (coolant temp low) error messages occurred, mid:09 (air trap assembly), mid:14 (bg power supply) and mid:16 (software related) occurred on (B)(6) 2021. The thermogard system passed the functional testing without any error, and the tcmid:05 error was not reproduced. Further testing of the console revealed that the lm-34 probe was defective and was the root cause for the customer reported tcmid 05 and all other tcmid errors observed in the event log. The lm-34 temperature probe needs to be replaced. The root cause of the mid errors observed in the event logs was due to a defective low coolant sensor circuit on the air trap pcb, likely attributed to an aging device. The air trap block with board needs to be replaced to address the mid errors. Zoll awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard ivtm system sn (B)(4).

Event description:
During staff training, the thermogard xp ivtm system (serial # (b(4)) displayed "tcm ID:05" (coolant diff failure) error message. No patient involvement.